Manufacturer narrative:
Date of event: exact date unknown, event occurred in early (B)(6) 2021.

Event description:
It was reported that the patient had an infection at the pocket site with symptoms of skin thinning and redness. The physician did not believe that infection was device or procedure related. There was no device malfunction suspected. The patient underwent an ipg explant procedure and the explanted ipg was kept by the medical facility.